Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The exp date was reported as unknown in the initial report and has been updated as 1/31/2021; therefore, UDI: (B)(4). Investigation summary: the device was received and evaluated with npd. Both the suture card and the suture cover were not returned for evaluation. As reported the implant failed to release from the inserter shaft. Visual observation, shows no anomalies with the implant or the inserter shaft. The sutures were intact. Upon further observation revealed a deformed/flatten anchor threads from the base of the anchor, indicating possible blunt force impact or the implant was pressed against a hard surface. Npd was able to remove the implant and stated there was an unusual tight fit. The sutures were removed from the implant. With the implant alone, the implant was replaced with the inserter, no issues found, confirming no dimensional problems with the implant or the distal tip of the inserter. Possible root cause for the user to experience this type of failure could be excessive suture pulling at an angle which could disrupt the positioning of the sutures with in the anchor, resulting in difficulty in implant releasing from the inserter shaft. This failure could be attributed to user technique, however a specific root cause could not be determined. A non-conformance search was performed for this part#: 222207 lot#: l705575 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Date of expiry currently unavailable.

Event description:
It was reported that anchor could not detach. The anchor could not detach from shaft in repair of rotator cuff. Changed new one to complete. There was no adverse event on patient report.